Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed. An oversized guidewire (0.018") was used. The product label indicates the angiosculpt device is compatible with a 0.014" guidewire.

Event description:
The angiosculpt device was used to treat a moderately calcified mid sfa. During inflation at 8 atm, a pinhole leak was detected since contrast could be seen on the angio. The procedure was completed with a new device. No patient injury reported.